Event description:
It was reported to medtronic neurosurgery that the doctor checked the device after implantation and found the catheter leaking.

Manufacturer narrative:
The catheter was patent and passed leak testing. The conditions of the report could not be duplicated by laboratory personnel. It is unk what caused the reported event. A review of the MFR records showed no anomalies. All of the catheters are 100% tested at the time of MFR.